Manufacturer narrative:
As reported, a 5mm x 25cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) seemed to be inflated but the pressure did not rise and the ¿indeflator¿ did not show over two atmospheres (atm). It was then replaced with another different sized saber rx and the procedure was completed. There was no reported patient injury. The device was returned for analysis. A non-sterile saber rx 5mm x 25cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon has been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed coming from a torn area of the body/shaft near the balloon. Per sem analysis on the unit¿s torn condition observed during inflation test, results showed that the torn body/shaft was caused by a rupture on the body/shaft area. The outer surface presented evidence of scratch marks and bulged/peeled off material near the body/shaft area rupture. This type of damage is commonly caused during the interaction of the body/shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and bulged/peeled off material on the body/shaft area surface probably led to the rupture condition found on the received device. It seems the body/shaft material near the rupture was torn either due to the interaction of the body/shaft with calcified spicules located on the lesion or with a sharp object from the outside of the body/shaft. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82201624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - partial or slow¿ and subsequent findings of ¿body/shaft-burst¿ was confirmed during device analysis. The exact cause could not be determined. Device analysis revealed scratch marks and bulged/peeled off material near the body/shaft area rupture that most likely led to the condition found on the received device. Based on the information provided it appears the body/shaft leakage/rupture was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics, although unknown, may have contributed to the reported event as calcified spicules may cause damage to the balloon catheter material as evidenced by sem analysis. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5mm x 25cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) seemed to be inflated but the pressure did not rise and the ¿indeflator¿ did not show over 2 atmospheres (atm). It was then replaced with another different sized saber rx and the procedure was completed. There was no reported patient injury. Results from the product analysis revealed a leakage of water observed coming from a torn area of the body/shaft near to the balloon.